Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument does not rotate correctly. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding this event. The issue occurred while the surgeon's head was inside the high-resolution stereo viewer on the surgeon's console and was attempting to manipulate the instrument. The instrument was able to move, the movements were adapted to the surgeon's command and the instrument was going in the right direction at the right time. There was no shakiness or friction observed. There were no interferences between instrument or arm and no external collision. The issue was persistent. The issue occurred during the dissection of the bladder, the fenestrated bipolar forceps did not have the full rotation ability and was replaced with a back-up instrument. The procedure was completed robotically with no patient harm, adverse outcome, or injury. There were no videos available. Additionally, isi received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed and replicated the customer-reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. An additional observation not reported by the site that was related to the primary failure was that the instrument was found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h10/h11 for follow-up information.